Manufacturer narrative:
This report has been identified as b. Braun inc. Internal report number (B)(4). One used set was received for evaluation. Upon visual examination, it was confirmed that an unidentified luer connector was broken off inside the port of the caresite valve, which would have caused the leakage reported. Due to this complaint and other confirmed complaints of this nature, b. Braun medical has initiated a corrective action/ preventative action (CAPA) to address issues with other connecting devices becoming stuck or breaking off inside the caresite valve. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: tip of IV fluid tubing broke off in caresite when attempting to disconnect. Patient had blood coming out of caresite.